Manufacturer narrative:
Reportable malfunction with inomax dsir dg20140183 was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to over-delivery of nitric oxide for 12 consecutive seconds on (B)(6) 2019. The root cause for this occurrence was likely due to a malfunctioning proportional valve. As a result, it was recommended to the distributor to replace the proportional valve. This condition will be tracked and trended under the company's quality system.

Event description:
On (B)(6) 2019, a mallinckrodt internal employee discovered a delivery failure alarm due over delivery for inomax dsir dg20140183. This service log finding meets the criteria of a reportable malfunction. There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs from a device in the (B)(6).